Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found that the hinge gasket missing, the swivel was loose, the motor speed was unstable, the unit was out of calibration and the position of the control bar was not correct. Tech replaced the hinge gasket, swivel, motor and sleeve. The control bar was recalibrated. The unit was calibrated, tested, and returned to service. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the air dermatome does not work as it should during surgery. There was no harm or delay reported. Upon evaluation it was noted that the motor speed was unstable. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.